Event description:
A healthcare facility in (B) (6) reported to a fisher & paykel healthcare clinical product specialist that the silicone seals of an rt040 full face mask became soft, loose and would not seal after 8 to 10 hours of use in a set-up involving the mr850 humidifier in non-invasive mode. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The rt040 mask is en route to the MFR for investigation. Pending receipt of the mask, we are unable to comment on this complaint specifically. However, we have previously received similar complaints in respect of this device. The silicone seal of the rt040 mask is held in place in the base of the mask by the interference fit. The improper fitting of the mask may have contributed to the silicone seal separating from the base of the mask. The manufacturing process has been updated and a new gluing process has been added to provide better seal retention. The new process came into effect from 5 march 2008. Our monitoring and trending of seal separation in rt040 masks indicates an occurrence rate worldwide (B) (4). We will provide a follow-up report as soon as the investigation is completed.